Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customers nurse that their insulin pump screen is difficult to read. The nurse states the customer's top portion of the screen is not visible. The nurse states the kids had picked off the serial number sticker off of the device. The nurse states the customers blood glucose was low, and also states that anything below 70mg/dl is considered low for children. Troubleshoot was unable to be complete due to not being able to reach customers father or nurse.